Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2016-02088. The patient is implanted with a scs system which includes two leads and the manufacturer is unable to determine which lead was explanted, hence we are reporting on both leads. It was reported the patient never received effective stimulation since implant. The patient had an implanted lead that was positioned too far laterally. The patient underwent surgical intervention to remove and replace the lead which resolved the issue.